Event description:
The reporter alleges her meter is reading her blood-glucose higher than her symptoms. The reporter states that her readings which were taken before eating, are higher than what she feels. She suffers from hypoglycemia and has low blood sugar. When measuring the past few days, her readings have been 93; 93; 91; 110. She feels that her blood sugar was low and was feeling symptomatic. She tested with her husband's freestyle light and it read her readings as 79; 78; 65. She does not feel that she can trust this meter.

Manufacturer narrative:
The meter was requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the event cannot be determined. Insulin may have contributed to the event. The comparison between meters is not advised. Based on the reported readings, the patient can expect to see a 30 mg/dl difference in readings with a different meter while both are still considered accurate. No corrective action will be implemented because the system is operating within specification. The information associated with this event will continue to be trended.